Manufacturer narrative:
After battery installation, no blank display noted. However, unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to full segment display. Unit had minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 210 mg/dl at the time of incident. The customer also stated that the little piece was missing on screen and it scratched. Troubleshooting was performed. Customer reported that insulin pump was working as designed. The insulin pump will be returned for analysis.